Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. Customer¿s blood glucose was 513 mg/dl at the time of incident. Customer was hospitalized due to high blood glucose. Troubleshooting was performed. Customer stated that drive support cap was normal, insulin pump was not exposed to high magnetic field. Customer was rewound the insulin pump successfully. Customer stated that displacement test was performed, and test was ok, insulin pump passed. The alarm history was reviewed and there was not more than one motor error alarm within any 30 days present. Customer was experienced nausea and difficulty in breathing. Customer stated that after motor error they returned to her backup plan per health care professional's instructions. Customer declined air bubbles, leaks or rigid sites of application. Customer was not able to perform high pressure test. The insulin pump will not be returned for analysis.